Event description:
Access was gained via the femoral vein using proper micropuncture technique. Upon withdrawing the micropuncture wire it became tangled within the vein. Trying to untangle the wire, the distal portion of the wire unraveled. A small portion of the unraveled wire sheared off inside the pt. Unable to determine whether the piece was in the vein or in the facia, the physician decided to leave it in place. No other complications followed. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4) - not listed in the instructions for use. Product was returned in a used and damaged condition. Per specifications, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. Per the attached caution label, we illustrate: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide associated with withdrawal through the needle of other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description states that the wire became "tangled within the view." An examination of the returned wire guide shows the distal weld connection is missing which fits with the event description as occurring when an attempt was made to withdraw the wire. In the absence of more definitive evidence the root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.